Event description:
On (B)(6) 2010, the patient reported a piece of her insulin infusion device piston rod broke off inside her device while she was trying to change the cartridge. She stated she took the cartridge out of her device and as the piston rod was returning, the "top hat" part of the piston rod broke off. She stated she has not dropped her device. The patient switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.